Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a female subject from clinical trials had post-operative bleeding within two hours after a tonsillectomy where this device was used. The patient returned to the hospital and was admitted to the or for monopolar cautery to address the bleeding. The bleeding occurred from the superior pole of the left tonsil. Minimal blood loss resulted. The patient did not vomit post-procedure and had not eaten. No issues occurred with the device during the original procedure, and other bizact devices have been used successfully with the same ls10 generator. No other instruments were used during the tonsillectomy. No additional procedures were performed in the same area.